Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with this process, although the caller did not have a charging cable and planned to complete the reset at a later time.